Event description:
It was reported that an unknown quantity of clearlink luer activated valve was observed with a tubing ruptured. According to the report, this occurred during infusion with contrast media using a power injector. The occurrence date is unknown. The reporter stated there was patient involvement associated with this occurrence but no patient injury, medical intervention, or adverse reaction was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. However, upon a labeling review, it was determined that the device in use was not permitted to be in use with a power injector.